Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was not powering on when he tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1-2 years prior to contacting lfs. The patient reported on (B)(6) 2012, at 2pm, he had symptoms of "headache, nauseated, blurry vision." It is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported using non adjusting insulin including lantus 13 units, and humalog 5 units to manage his diabetes. The patient reported on (B)(6) 2012, at 2pm, he took his medication as usual. The patient reported on (B)(6) 2012, at 2pm, he was treated by emergency medical services (ems). The patient reported on (B)(6) 2012 at 2pm, a reading of "200mg/dl" was obtained and he was given IV dextrose 50%. At the time of troubleshooting the cca noted this was not the first time the meter had been used, and there was no misuse of the subject meter. The patient was using the correct test strips. When the subject test strip was inserted, the meter reportedly did not power on. When the patient was walked through inserting a new test strip, the meter did not power on. When the power button was pressed, the meter did power on. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims; due to the alleged issue he required treatment from a healthcare professional for an acute complication of diabetes.